Event description:
The customer reported to the distributor that the pencil was received with a damaged cord. Covidien's initial evaluation found the cord insulation was damaged and there was exposed wire. The cord failed hipot testing.

Manufacturer narrative:
(B)(4). Further investigation found that during the manufacturing process, the incident device was removed from the apm tooling machine with a damaged cord and accepted by the inspector in error. This is an isolated occurrence. A new procedure has been implemented to help prevent future occurrences of this nature.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection of the incident device identified a hole in the outer insulation of the cord. The cord failed hipot testing. The cause of the insulation damage could not be determined. The device instructions for use state device users should inspect the instrument and cord for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team or cause damage to the instrument. If damaged, do not use.